Event description:
Spoke w/(B)(6), cnss stating that pts ms3 pumps may be running too fast. Pt's sqr dose is 105nkm, pump rate of 0.038ml/hr (2.5mg/ml) every 72 hours. (B)(6) states that pt mixed on friday at 12:45 pm and medication lasted until monday 9 am, then changed again (monday 9 am) and syringe is more than halfway gone and it is only tuesday 3 pm. (B)(6) would like us to send 2 replacement ms3 pumps. Informed her we will speak to father to confirm delivery. No other information provided. Dose or amount: 105 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason ofr use: pah.